Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0d7cw, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014-, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension (B)(4).

Event description:
It was reported that there was a loss of efficacy which was unrelated to stimulation therapy. The patient was getting the elective replacement indicator (eri) on the programmer screen which was seen on (B)(6) 2015. Patient had a return of symptoms 1-2 days after their appointment with their neurologist on (B)(6) 2015. The healthcare professional had turned stimulation down and when the patient went to increase that's when the message was seen. Message was seen once on the programmer and was not showing on the date of this report on the patient programmer or the clinician programmer. The implantable neurostimulator (ins) was at 3.0v for capacity. The patient thought it should last 5 years. Impedances were normal range on both right and left sides; right was between 1045-3139 and left was between 1814-3370 ohms. There had been no therapy issues since the eri was seen. The patient had a lot of involuntary muscle movements even though the patient was set low. Starting 3-5 months prior to the date of this report it was not working on the left side. The patient had parkinson's. The left side did not work, but the right side worked. They had to change the contact on the probe, went deeper in his brain 3-5 months prior to the date of this report because it was not working on the left side. No surgery was required. Right was set at 1.6v and left was at 2.5v. No matter how high they went on the left side it did not work but the right side worked well. No evidence that any intervention should be done. Further follow-up is being conducted.